Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric de novo lesion in the mid circumflex that was 80% stenosed. Pre-dilatation was performed with a 2.0 x 12mm non-abbott balloon dilatation catheter (bdc). Followed by an additional 2.75 x 12mm non-abbott bdc. Then a 2.75 x 18 xience xpedition stent was deployed at the lesion. Afterwards, it was noted that there was a distal edge dissection. A 2.5 x 15mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.